Manufacturer narrative:
(B)(4). (B)(6). Became aware of event: unknown. Date of this report: (B)(6) 2018. Approximate age of device: unknown. Event problem codes: unknown. Report sent to FDA: yes, (B)(6) 2018. Location where event occurred: unknown. Report sent to manufacturer: yes, 04/xx/2018. Manufacturer name and address: MFR. Name: medtronic (B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: unknown, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: unknown, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 12/31/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 12/31/2017,labeled for single use: no. If in formation is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine clinic follow up visit, two batteries exhibited multiple instances of power switching and multiple critical battery alarms. It was noted that the ventricular assist device (vad) was beeping. It was also reported that the speed was decreased due to low flow alarms and frequent suction events on the day of the visit. The batteries were exchanged, and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries (B)(4) were returned for evaluation. The hvad pump (B)(4) and a battery (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. Battery (B)(4) was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the (B)(4)'s internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported battery not charging event was confirmed. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events or critical battery alarms involving (B)(4) or (B)(4) during the reported event date of (B)(6) 2018. As a result, the reported power switching and critical battery alarms could not be confirmed. Log file analysis conducted for the additional allegations reported on (B)(6) 2018 revealed 16 momentary disconnections involving (B)(4). As a result, the reported "loses connectivity frequently" event was confirmed. Momentary disconnection will result in an audible tone or "beep". As a result the reported beeping event was confirmed. The reported low flow / suction event was confirmed via review of the controller log files which revealed a normal power consumption with intermittent suction events from (B)(6) 2018 through (B)(6) 2018. 7 low f low alarms have been recorded since (B)(6) 2018. Based on the risk documentation, possible root causes of the reported low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information, a possible root cause of reported battery not charging event can be attributed to an over-voltage fault detected by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the reported "loses connectivity frequently" event can be attributed to momentary disconnections between the controller and battery. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. Additional products: battery / (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / (B)(4). D10: yes, return date: 2018-05-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4). D10: yes, return date: 2018-05-30 h3: yes h4: mfg date: 2017-07-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another battery was returned to the manufacturer because it was not charging and showing red on the battery charger display. The device subsequently tested out of specification during manufacturer¿s analysis.